Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The field representative reported that this lead exhibited high pacing threshold as there was dislodgement. Dislodgement was confirmed through x-ray. A procedure was performed to reposition the rv lead. The lead remains in service. No additional adverse patient effects were reported.